Event description:
It was reported that the lead exhibited no sensing and exit block, due to dislodgement. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.